Event description:
Info received indicates the release lever on the left foot siderail is broken, preventing the siderail from staying up.

Manufacturer narrative:
The technician replaced the released lever to repair the bed.